Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed the outer insulation of the lead developed a breach due to non-electrical environmental stress cracking while in vivo. Concomitant medical device: dtba1d1 ICD implanted: (B)(6) 2014.

Event description:
It was reported the patient developed a coagulase negative staphylococcus infection. The implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.